Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent to a lesion in the circumflex coronary artery. It was not possible for the stent to reach the lesion due to lesion morphology in the left main coronary artery. Upon removal, the stent dislodged from the delivery balloon in the left main coronary artery. The stent was successfully snared and removed from the pt. Another manufacturer's stent was inserted, but it also was unable to cross the target lesion. The target lesion was then treated with balloon angioplasty. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion morphology in the left main coronary artery and no pre-dilatation may have contributed to the stent not crossing the target lesion and the stent dislodging from the delivery balloon.